Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of an issue with the stylus pen calibration, there was a misalignment noted between the stylus and the cursor on the screen and it was additionally noted that errors were found in the software updates. The device was cleaned, the touch screen connector was cleaned and reseated and the touch screen calibrated, new software was installed and the programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the programmer calibration, even after the pen was changed out. The programmer has not been received into service. There was no patient involvement. It was further reported that the product had been returned to service.